Event description:
I got my essure implants in (B)(6) 2010 (I also had my gall bladder removed right before this) at first I thought my pain was from having a foreign object put into my body. Six months later I am still having the same pains, I thought that my surgery from my gall bladder was infected so I went back to the doctor to check for infections, got the all clear. So now I have dealt with this pain for 2 years and now it seems to be getting worse. (B)(6) 2013 I thought I could possibly have cancer so I went to the doctor and had them test me for everything under the sun, still all clear. So now here I am 3 1/2 years later and still have all these pains (hair loss, always tired, if I sit the wrong way my legs go numb, tingly feeling in my limbs, ear aches, headache which I thought was my eyes its not, constant sharp pain where my ovaries and tubes are, ovarian cysts that I have never had before having essure which when those burst the pain is unbearable, the constant bloated feeling and looking like I am 8 months pregnant all the time). I am at the point where I am tying a rope and hanging on. I have been to doctors and nobody seems to have answers for my unexplained pain.